Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinci system, the customer experienced multiples errors with the system and they are not able to recover the universal surgical manipulator (usm) 1. Technical support engineer (tse) reviewed logs and confirm the error 307 pointing to usm 1. The surgeon continued the procedure with 3 arms. The customer reported event has no report of patient injury.